Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue". The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, it was reported that upon waking up, the patient noticed the cgm was in an error state. The patient began experiencing shakiness, diaphoresis, and weakness. At an unspecified time later, the patient fell and lost consciousness. The patient¿s caregiver called 911. Once ems arrived, the patient¿s bg meter reading was 40 mg/dl, while the cgm was still in an error state and not providing cgm values. The patient was treated with liquid glucose and an unspecified IV. The patient regained consciousness within 5 minutes and was then transported to the ER. At the ER, the patient underwent a CT scan as the patient was in a lot of pain due to his fall. The CT scan showed the patient suffered from three fractured bones. The patient¿s pain was treated with tylenol (325 mg) and hydrocodone (10 mg). The patient was discharged from the hospital on 05/13/2024. The patient was still currently in a lot of pain at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of no readings/ sensor error/ brief sensor issue under an hour. The probable cause could not be determined . No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.